Event description:
It was reported there was a lead warning for the right ventricular (rv) lead having impedance less than 200 ohms. Also, there was oversensing observed on ventricular high rate episodes that appeared to be non-physiological. Follow up with the clinic determined that the rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.